Manufacturer narrative:
The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the blockage was found to be within the infusion set tubing and the customer was using apidra within the pump supplies at the time of the occlusion. Reportedly, the customer continued to use the pump for insulin therapy.